Event description:
While placing a stent into one of the coronary arteries, stent detached from sheath and proceeded to travel. Pt stable. Attempt was made to retrieve stent, but not able to do. No occlusion - procedure completed.